Manufacturer narrative:
(B)(4). One companion sample was received in original packaging in reference to system error 2240. Set was in original package. Set was placed on machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. The complaint could not be confirmed in the lab. Per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). This MDR was submitted on (B)(6) 2011; however, due to a failure to receive the 3 acknowledgements, this MDR is being resubmitted on (B)(6) 2011. Per the customer the sample was discarded, therefore no evaluation could be performed. However, a companion sample was available and has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. Per home patient (hp), one of the supply bags had fallen and become disconnected. The technical service representative (tsr) assisted the hp with clearing the alarm and advised to setup with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the caregiver (cg), it was revealed that they were unsure of what caused the bag to fall and disconnect. The hp was not connected at the time the bag fell and he did not reconnect afterwards. New supplies were used to complete therapy. No patient injury or medical intervention was reported.